Manufacturer narrative:
Product family: scs-ipg-r. Upn: m365sc11600. Model: sc-1160. Serial: (B)(6). Batch: 343679.

Event description:
It was reported that this spinal cord stimulation (scs) system was replaced due to an unknown reason. The location of the devices is unknown. No additional adverse patient effects were reported.

Manufacturer narrative:
Supplemental submitted to include additional information received from boston scientific sales representative that changed fields b5 and f10. Product family: scs-ipg-r. Upn: m365sc11600. Model: sc-1160. Serial: (B)(6). Batch: 343679.

Event description:
It was reported that this spinal cord stimulation (scs) system was replaced due to an elective implantable pulse generator (ipg) upgrade to be magnetic resonance imaging (MRI) compatible. The patient is doing well since his ipg revision to alpha prime 16. Device will not return due to facility policy and electrocautery was used.